Event description:
It was reported during a diagnostic laparoscopy one piece of the orange part of the trocar shield broke during insertion and fell into the abdomen. It was retrieved by using graspers at the end of the case. There was no consequence to the pt.